Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the water leaked from the inflation balloon port of the dignishield. A hole was found in the balloon.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿indications for use: the bard dignishield stool management system (sms) with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi-liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications. Adult use only. Device description: the bard dignishield sms device consists of a catheter tube assembly, a collection bag (figure a 60 ml syringe, a syringe of lubricating jelly and a biological odor eliminator. The device has no components made of natural rubber latex." The device was not returned.

Event description:
It was reported that the water leaked from the inflation balloon port of the dignishield. A hole was found in the balloon.